Event description:
(B)(4). Random rashes, random hives, boyles on inner thighs, hair loss, weight gain, migraines, constant pain in abdomen, striking pain in pay uterus, numerous uti, numerous yeast infections, fatigue